Event description:
The remb sag saw was returned for service. Upon eval at the MFR, it was found to run w/o user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was found that the motor was corroded, the saghead was coming unpressed, and the bearings were worn.